Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a persistent issue related to performance and slowness. A technical support specialist reported that the customer had confirmed that everything was functioning properly and that there were no further recurring issues. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system experienced slow loading. The customer reported that a malfunction occurred when the user attempted to dispense medication. There were no adverse events or injuries reported based on this event.